Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test as follows: reservoir filled with diluent, connected to a new infusion set, installed reservoir and connector into insulin pump. Performed manual prime; visual fluid flowing through infusion set and out catheter tip. Conclusion reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. During troubleshooting with plunger and a 5.0 unit manual prime, customer was able to resolve no delivery with reservoir change.